Manufacturer narrative:
The patient was hospitalized after approximately two days into the prescribed 14-day wear period. The timeline of events is as follows: two days after the placement of the zio at device in-clinic, the patient experienced an episode of slow atrial fibrillation, that occurred on (B)(6) 2022 at 03:50 am. This event was detected as part of the comprehensive end of wear final report but did not meet the auto detection criteria for slow atrial fibrillation during wear (criteria:=40 bpm avg for =60 seconds). The patient was admitted to the hospital during the wear period, however, irhythm was not able to obtain the cause or status of the patient despite attempts. The device was received at irhythm for processing on (B)(6) 2022, when the final report was posted. It was determined that episodes of slow af were initially noted as sinus rhythm during the wear period. An analysis of the diagnostic data was completed, and no functional issues were indicated for the patch. Analysis of the gateway debug log found that the device performed as intended with no performance or functional issues around the time of the missed episode.

Event description:
Irhythm became aware a patient was hospitalized during the prescribed wear-period of zio at device. Despite several attempts to obtain additional information, the reason for the hospitalization or the status of the patient was not provided. The zio at device was returned for final report generation and investigation. An analysis of the diagnostic data did not indicate any malfunction of the zio at patch or gateway.